Event description:
Pt had a port implanted in 2/96. Port not functioning and pt brought into hosp for explant. Preoperative x-ray showed that port catheter had broken into 2 pieces. The port was removed and a section of catheter was left in the pt. The surgeon feels the section left is imbedded and there should not be an adverse reaction.